Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant electrolyte results, particularly falsely depressed sodium results, was unknown. A siemens healthcare diagnostics inc. Technical service center representative directed the customer to perform maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discrepant electrolyte results, particularly falsely depressed sodium (na) results, were obtained on thirteen patient samples. The results were reported to the physician who questioned the results. The samples were repeated and amended reports were issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.